Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, it was reported to animas that an issue with the buttons on the keypad (tactile changes/nonresponsive) was observed. The reporter noted that the buttons required multiple presses for it to respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.